Event description:
The pt's mother reported that her daughter was vomiting and her blood glucose measured "high" (>500 mg/dl). She was hospitalized overnight, until her bg went down. She was treated with an injection of novalog. The mother stated that the pod did not "double beep" during activation and that they changed it "after they realized that the pod was not working." No specific times for any of these events were reported.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If your get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "if your have filled the pod with more than 85 units and still do not hear the 2 beeps, call customer care," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when your wake up, before each meal, and before going to bed). In addition, always check if you feel nauseated or sick."